Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the ventricular output failed at .6 milliamperes. Analysis did find the lower case and both bail covers were broken, the ring cover was contaminated and the keyboard was scratched. (B)(4).

Event description:
It was reported the ventricular output fails at .6 milliamp. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the ventricular output fails at .6 milliamp. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.